Event description:
This is a report of a home patient (hp) that was seen in the emergency room and diagnosed with peritonitis. The hp was not hospitalized. The cause of the peritonitis was that the transfer set had become loose from the titanium adapter. The patient was treated with vancomycin and fortaz (dose, route and frequencies not reported). This is report 1 of 2 involving this report of peritonitis.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up MDR will be sent. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). As no sample was available, an evaluation could not be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.